Event description:
It was reported that the customer went to emergency room and was subsequently hospitalized for elevated blood glucose (bg) level with ketones. Bg value not provided. Customer was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released later the same day with the issue resolved and no permanent damage. Ultimately, the customer reverted to an alternate method of insulin therapy.